Event description:
The patient reported that when the pod was removed, the needle had not retracted. This indicates a needle mechanism failure. The patient's blood glucose level reached over 250 mg/dl while the pod was worn for less than 1 hour. Additionally, the patient experienced bleeding on the arm. Details regarding treatment, were not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The device data showed that the first priming sequence ended at 48 pulses and the device ran until 1510 pulses were completed. During operation, the device was able to successfully deliver an immediate bolus following the priming sequence. No damages or defects were found that would result in the needle failing to retract. The formed needle was found to be properly seated in the slide retract. Although the device was received with the needle fully retracted, it could not be determined when the formed needle fully retracted. Inspection of the download data from the pod found that the pod generated an 0x9b alarm, indicating that the pod went more than 5 minutes after cgm deactivation without receiving a pod deactivation command. Inspection of the pod found no damages or deficiencies that would result in a hazard alarm. The exact cause of the alarm could not be determined.